Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in 3n. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brakes not holding due to the caster supports being damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced all caster supports to resolve the issue. Based on this info, no further action is required.